Event description:
Reportedly, during patient use, the patient's care giver was unable to clear the check circuit alarm that occurred while suctioning, for every 5-10 seconds. The patient was transferred to another ventilator. There were no serious or negative patient health consequences reported.

Manufacturer narrative:
(B)(4).